Manufacturer narrative:
This device was returned, however device analysis is not necessary. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection and sepsis. The leads were surgically abandoned. The entire system was not replaced at this time. No additional adverse patient effects were reported.